Manufacturer narrative:
Corrected serial number: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
Product ID: 8590-9 lot# n288073, implanted: 2013 (B)(6), product type accessory product ID: 8598a lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that with the patient's second catheter, there was a catheter leak and the patient developed headaches. (Please refer to manufacturer report # 3004209178-2013-06411 for first catheter leak). The patient reported that she was not getting relief last year. The patient noted that a "test" was performed in december which showed the catheter was leaking, and the catheter was subsequently repaired at the (B)(6). The patient stated, the catheter "got stuck, they could not take it out, and they fighted there for two hours." The health care provider (hcp) did a "block and a patch". The patient stated they had a lot of scar tissue and that the hcp wanted to put a bigger catheter in when they replaced the pump in 22 months. The pump system was being used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.